Event description:
The customer reported a leak from the white blood cell (wbc) bath of the coulter ac·t diff analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. There was no exposure to open wounds or mucous membranes. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the white blood cell (wbc) bath was overflowing. The fse noticed a clog in the tubing through pinch valve lv14. The fse flushed the bath waste lines to resolve the leak issue. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).